Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 366 mg/dl. The customer states the pump has damage where the reservoir goes into the pump. The customer notes there are cracks and the o-ring is missing. The customer sates they are not able to the reservoir threw it. Troubleshooting was not performed for the no delivery alarm, because the pump is being returned. The device will be returned for analysis.